Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and three limb extensions on (B)(6) /2012. A follow-up computed tomography (CT) on (B)(6) 2016 showed a potential type 3b endoleak and 3a endoleak from limb separation. The physician elected to reline the initial implanted stents to resolve the endoleaks.

Manufacturer narrative:
The clinical evaluation confirmed the endoleak 3b and 3a along with stent migration of the cuff and unknown type of endoleak. The patient also had blood loss (1000 ml) post implant. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Device remains implanted in the patient and was not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the event. Potential contributing factors to the reported event include; off label use, tortuosity of the right access morphology contributed to the elx and the el3a of the limb stents, stent migration of the proximal stent and the tortuous remodeling of the distal components, might have contributed to the eventual el3b. These types of events will be monitored and trended as part of the quality system.